Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Mechanical influences, such as the reported falls may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. This child is very active, she does fall sometimes but no specific trauma has been reported. The skin above the implant packet was a little red but there was no swelling. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. This child is very active, she does fall sometimes but no specific trauma has been reported. The skin above the implant packet was a little red but there was no swelling.